Manufacturer narrative:
Updated b3 updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the patient had been taking a calcium channel block medication, hypertensive medication, a proton pump inhibitor medication and a statin. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years and 7 months post implant of this 25mm aortic bioprosthetic valve, it was reported that the patient was hospitalized for congestive heart failure, end stage renal disease (esrd) and hypoxemic respiratory failure. Medication was administered in conjunction with diuresis. It was further reported that the patient's symptoms were due to severe aortic stenosis and aortic valve dysfunction. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information which stated that the site assessed the event as not being related to the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.